Event description:
After getting the insyte started, rn pushed the button and needle didn't retract and the button seemed to remain pushed in. Had to re-start the patient's IV. Second occurrence: started IV, had the back flash and blood was coming out around the push button. IV did not have to be restarted.